Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had been showing high capture thresholds and the system had been programmed for ventricular pacing and sensing. The ra lead was found to be dislodged, and they wanted to complete an off label magnetic resonance imaging procedure. The lead is still pending for revision at this time. No adverse patient effects were reported.